Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an episode of pre-syncope, weakness, and felt a jolt in their chest; there were no shocks delivered. A remote transmission was sent, indicating that there was a right ventricular (rv) tip to rv coil lead impedance warning in 2017, however current measurements appeared within expected range. No additional information could be obtained through follow-up investigation with the clinic. The rv lead remains in use. No further patient complications have been reported as a result of this event.